Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient was having diaphragmatic stimulation but had no other issues or symptoms. Surgical intervention was performed to successfully reposition the lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.